Event description:
It was reported that the pump declared an alarm 16. There was no reported impact to the customer¿s blood glucose level. The customer was initially unable to resume insulin after attempting to load both the original and a new cartridge. After receiving instructions for a pump reset from technical support, the customer successfully loaded a cartridge and resumed insulin delivery.